Event description:
It was reported that this right ventricular (rv) lead was stuck in the header when the pacemaker was being explanted for normal battery depletion. The physician attempted to unscrew different screws and take off the seal plug, but the lead did not come out. The lead was ultimately cut and surgically abandoned. A new lead was placed. No adverse patient effects were reported.